Manufacturer narrative:
B3-date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. It was determined the patient's leads read high impedances. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that system diagnostics recorded high impedances on all lead contacts and the system could not be set into MRI mode. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Corrected data: b1-type of report (check all that apply). B2 - outcomes attributed to adverse(check all that apply.